Manufacturer narrative:
The MFR was advised that the explanted lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The user facility report (B)(4) was received from the (B)(4) registry

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received user facility report (B)(4) from the (B)(4) registry indicating that "septic thrombus in lvad, pts lvad was interrogated and found to be dysfunctioning with low flows." Additional info was received by the MFR from the hosp css coordinator advising that the pt was transplanted on (B)(6) 2012 and the hosp does not have the pump to return for eval.